Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio2: 5.3, (re-test) inratio2: 4.5, lab: 4.3.

Manufacturer narrative:
Investigation pending.